Manufacturer narrative:
Evaluation of this transducer confirmed the image failure as described by the customer. Investigation of the device noted extensive damage to the transducer. Damage was noted on the cable jacket, strain relief, window and connector. The image failure was caused by the damaged cable jacket and strain relief. Subsequent to the manufacture of this device, a material change to the cable jacket and strain relief had been implemented to improve durability.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was not producing complete images. There was no injury associated with this event.